Event description:
The dermatome was just repaired around 12/04, but it still skipped and graft was not clean. Add'l info was requested. Add'l info was received from the reporter who indicated the surgeon's were not satisfied with the repair of the dermatome. The dermatome did not take a clean graft and a second graft site was required for this pt.